Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that after the lead was implanted, the manufacturer's representative (rep) told them the lead was in perfect spot when the rep was looking at the screen as the lead was being inserted. Patient noted they had symptom control that was beautiful on program 1 but then they took a serious fall right on the device on their left side and they did not get that symptom control anymore, patient further noted that that they were not getting what they were supposed to get symptom control wise and they were at a point where they were getting up three times at night and during the day and before they leave for the store they go the bathroom, and they also go the bathroom before they get home. Patient stated that they let the rep know about the issue and had asked the rep how likely a fall could damage device or that if something had moved/ caused the stimulation not to work and the rep said it was 100% to absolutely positive that it could have caused damage. The rep reviewed that it must be 4-6 weeks with no exercise of any kind, no fast movements, no bending over and if necessary bend only at knees or the lead could just dislodge. Information about health care provider (hcp) imaging , such as x-rays to view lead location. Patient stated that they had been on p1 and then on p3 at 3.6v, had been on p4 up to 5.4v and was now on p1 at the time of the report. It was reviewed that the body may take time to adjust to different programs and for patient to consult with the hcp on how long to stay on certain program as patient stated they had been changing programs often because the first program they were on did not work for very long. Patient stated they had been on the current program since (B)(6) and all they had been doing was increasing. It was reviewed that if patient was not feeling stimulation and was not getting good therapy, they might want to consider increasing stimulation until they felt it again in the bicycle seat area. Patient stated that they did not know what to do, to turn stimulation too high and risk the battery going dead again, have the battery die and get botox like the hcp suggested because patient knew there were new medications out or keep the battery running at the level it was at. No changes were made to stimulation settings were made during the call. Patient was redirected to the follow up with hcp for lack of symptom control and longevity calculation , patient was also advised to set up an appointment with the rep regarding ins longevity concern and to check device. Patient asked how long programmer batteries last, it was reviewed to be approximately 2 months, and patient stated that theirs last long but they would have expected the time frame to be longer. No further patient complications were reported / anticipated as a result of this event. Additional information was received from the manufacturer's representative (rep). The rep stated that they did not remember the exact date they received the call from the patient but the rep believes it was a month or two ago. Rep stated that the patient called them to inform the rep that they had fallen at their condo complex by the pool area where the sidewalk was being repaired. Patient stated that they fell forward onto their knees and no area of their backside came into contact with the ground. Rep noted that patient asked them if that fall could affect their interstim or cause the lead to move, and the rep told the patient that they were not qualified and could not legally advise the patient on what to do except to see their doctor who may recommend an x-ray to verify the location of the lead. The rep noted that they did not speculate on if this may or may not change the efficacy of the patient's interstim device, and the rep said they did not remember the patient reporting any loss of symptom control due to the fall.